Event description:
It was reported that a pump experienced system error 322 - link switch error (low) alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the upper latch switch bracket nylon screws were loose, allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. Three occurences of ec 322 were confirmed in the ehlr portion of the evaluation. The device was determined to not be within specification in relation to the reported symptom. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.